Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited a no disposable clamp tubing alarm. Per reporter, troubleshooting attempts were unsuccessful; the pump continued to alarm. The reported rate was 2.2, volume 11.4, amount given 89.6. No adverse patient effects were reported. Per reporter no additional information is available.

Manufacturer narrative:
Other, other text: h6. Evaluation codes: updated. Device evaluation: no product was returned. No photographic or diagnostic evidence was provided by the customer. The most probable cause of the alarm is the dso sensor. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. If the device is later returned, the complaint will be reopened and an investigation will be completed. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.